Event description:
All diagnostics were stated to have been ok up to the date the high impedance was observed. There was no known trauma for the patient that could have contributed to the observed high impedance. The patient was not willing to have the device explanted so the patient's device was disabled and left implanted.

Event description:
It was reported that high impedance was observed on the patient's device during a system diagnostics test. The patient's device was disabled due to the high impedance. No additional relevant information has been received to date.